Event description:
A consumer reported receiving imprecise sequential readings within a ten minute time frame on the precision qid blood glucose monitor. The results when plotted on a parkes error grid fell in the "c" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.